Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the distal obtuse marginal artery. A 300cm kinetix¿ guide wire was advanced to the lesion and an unspecified balloon catheter was used for predilation. Then an unspecified stent was deployed. The guide wire was not repositioned and was not moved during the procedure however it was noted that the tip of the wire was fractured. The detached tip was able to be snared and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a kinetix guidewire. The guidewire was completely separated 299cm from the proximal end. Magnified inspection of the fracture surface appears to be consistent with separation due to ductile bending overload. The distal separated portion of the guidewire was not returned for analysis. There was no damage or irregularities to the bonds. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the distal obtuse marginal artery. A 300cm kinetix guide wire was advanced to the lesion and an unspecified balloon catheter was used for predilation. Then an unspecified stent was deployed. The guide wire was not repositioned and was not moved during the procedure however it was noted that the tip of the wire was fractured. The detached tip was able to be snared and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).